Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin hcl 2,000mg once in a long dwell of at least 6 hours and ip ceftazidime 2,000mg daily in a long dwell of at least 6 hours (duration of therapy not provided). The culture resulted positive for klebsiella aerogenes. The white blood cell count was 32 with 96% polymorphonuclear cells. The patient was not hospitalized. The cause of the peritonitis event was a space heater left which was moving air in the treatment area during connection and disconnection. The patient is continuing ccpd during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the patient¿s peritonitis was attributed to the patient leaving a space heater on during treatment connection and disconnection. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin hcl 2,000mg once in a long dwell of at least 6 hours and ip ceftazidime 2,000mg daily in a long dwell of at least 6 hours (duration of therapy not provided). The culture resulted positive for klebsiella aerogenes. The white blood cell count was 32 with 96% polymorphonuclear cells. The patient was not hospitalized. The cause of the peritonitis event was a space heater left which was moving air in the treatment area during connection and disconnection. The patient is continuing ccpd during recovery.